Manufacturer narrative:
H10: per the customer¿s response, the reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the plastic distal end cover was cracked with sharp edge plus two light guide rod lens were chipped; the connecting tube had wrinkles 10mm from the glue; scope cover was cracked; universal cord had buckles; angulations are out of specification; insulation distal end value resistance is out of specification; and one broken pixel was noticed during the image inspection- the defect was fixed by the incoming inspector afterward. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had air-water flow issue. There were no reports of patient harm. The device was returned and evaluated; the nozzle was clogged by a black rubbery material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.